Manufacturer narrative:
This product is not marketed in the us. Lens was returned in small vial. Visual inspection found no visible damge to the lens, clear and brown color residue on the lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.5 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved.